Event description:
It was reported that they were cooling neonate and received alert 113 reduced water temperature control in an arctic sun device. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.4c, water flow rate (wfr) was 1.3 l/m. System diagnostics, outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.4c, inlet temperature (t3) was 28.3c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 48%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 2, system hours were 4027.1, pump hours were 3888.9. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Sn (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.4c, water flow rate (wfr) was 1.3 l/m. System diagnostics, outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.4c, inlet temperature (t3) was 28.3c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 48%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 2, system hours were 4027.1, pump hours were 3888.9. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Sn (B)(6). A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling neonate and received alert 113 reduced water temperature control in an arctic sun device. Patient temperature (pt) was 34c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.4c, water flow rate (wfr) was 1.3 l/m. System diagnostics, outlet monitor temperature (t1) was 28.5c, outlet control temperature (t2) was 28.4c, inlet temperature (t3) was 28.3c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 48%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 2, system hours were 4027.1, pump hours were 3888.9. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Sn (B)(6).